Event description:
It was reported that this spinal cord stimulation (scs) patient reported experiencing recurrent charging difficulties with the implantable pulse generator (ipg). In response, a revision procedure was performed in which the ipg was explanted and replaced. Postoperatively, the patient demonstrated satisfactory recovery, and therapeutic coverage was maintained. In accordance with facility policy, the explanted device was appropriately disposed of and will not be returned.